Event description:
It was reported from (B)(6) that during service and repair, it was observed that the motor of the small battery device seized and was rough running. It was further reported that the oscillating mode was too slow on the device. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the motor of the device seized, was rough running and the oscillating mode was too slow on the device. The assignable root cause was determined to be normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.